Event description:
It was reported, the patient experienced baclofen overdose symptoms, breathing problems, episodes of loss of lucidity, and seizures which were becoming more frequent in the last months. The patient was hospitalized. The pump logs were examined; the pump never showed error messages or alarm activation. A physician performed the following exams/tests of which results were all ¿ok¿: x-ray, computerized axial tomography (cat), catheter access port (cap) test, dye study, and neurological evaluation. The physician decided to replace the infusion system. The elective replacement indicator (eri) was to occur in 16 months. During the pump and catheter explant procedure, the physician noted an ¿impossibility¿ of a disconnection between the catheter and pump. The pump with the catheter still connected was planned to be returned to the manufacturer. The patient was now feeling better in regards to his moderate symptoms of overdosing. The physician suspected an anatomic anomaly of the spinal canal and planned to proceed with an ¿rm¿ of the spinal canal with dye fluid. The pump was delivering lioresal 500 mcg/ml; daily dose rate was 458.85 mcg/day.

Manufacturer narrative:
Product ID 8709sc, serial# unknown, explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
The pump and a partial catheter (proximal segment) were returned for analysis. Pump passed all testing. Additionally the pump was tested for 24 hour infusion testing and passed accurately. Analysis only revealed cosmetic wear and corrosion.this pump appeared to be operating as designed. Analysis of the returned catheter/sc connector was concluded as difficulty with sc connector led to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.